Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's blood glucose was not impacted. Customer loaded another cartridge to resolve the issue. Customer resumed pump therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.